Manufacturer narrative:
Neither the product sample nor images of the particulate identified by the customer for this event were provided by the customer for evaluation. A review of production records and environment was completed for the product lot and no root cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Customer found "plastic floating in the bag after mixing a tpn" during inspection of the product by a healthcare provider. The product was not being administered, and there was no patient involvement. The sample was not available for evaluation. No additional information is available.